Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, patient was revised due to unknown reasons.

Manufacturer narrative:
Investigation completed. Evaluation codes added.